Manufacturer narrative:
(B)(4). Date sent: 3/2/2026 d4: batch # 654d85 d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the surgical procedure? Was there confirmation that the anvil was appropriately attached prior to using device? Could the surgeon visualize the orange tying area on the device trocar prior to attaching anvil head? Was there any difficulty firing the device? How many counter clockwise revolutions were done in attempt to remove device? When was it identified that the anvil had disconnected and remained in the lumen? When and how was the anvil removed? What were the two structured being connected? Did the patient receive any preoperative chemotherapy or radiation? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the stapler after suturing during the extraction of the instrument did not come out completely but the head disconnected from the instrument and remained in the intestinal lumen. No patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 3/26/2026. D4: batch # 626d74. Investigation summary: the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh29b device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. No anvil issues were noted at any time during the testing. The anvil was removed and reinserted without difficulty. The event described could not be confirmed as the device was returned without detectable damage. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 626d74, and no non-conformances were identified.